Manufacturer narrative:
Product analysis: as found condition: the pipeline vantage and phenom 27 catheter was returned inside the outer carton, a bio-hazard bag, and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal end of the braid was opened and frayed. The braid's proximal end was not opened due to the damaged braid. The pushwire appeared bent at 22.0cm to 24.3cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 10.3cm to 23.6cm from the distal tip. No other anomalies were observed. Testing/analysis: the catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed that the braid's proximal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, damaged braid, and the user deploying the braid in the vessel braid. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline vantage and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and pushwire (bending), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the pipeline vantage through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance causes include vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that a torsion occurred when the stent passed through the phenom and was twisted.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227716241); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline vantage stent that failed to open at the proximal end and had issues resheathing with the phenom 27 microcatheter. The patient was undergoing a procedure to treat a ruptured aneurysm. The aneurysm max diameter was 4.5mm and the neck diameter was 4.25mm. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU) and the pipeline device was not used for an indication that is not approved/off-label. However, it should be noted that per the IFU, the pipeline vantage embolization device is contraindicated for use as the sole therapy for acutely ruptured aneurysms. During the procedure, the pipeline stent proximal end could not be opened. It was unknown if the pipeline was positioned in a vessel bend, how much of the pipeline was deployed when the failure occurred, or if any other steps or action was taken to open the pipeline, and it was noted this information would not be made available. It was also noted that the surgeon could not resheath and unsheath the pipeline delivery wire which was delivered through the phenom 27 microcatheter. The system was removed. A non-medtronic catheter was then used to deliver a different model/size pipeline (4 x 25) which was delivered and deployed successfully with report that the pipeline 4x25 was "ok". No patient injury was reported but it was also noted that patient outcome and status information was unknown and not available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after the stent came out of the phenom, the healthcare provider (hcp) could not retract the wire into the phenom. The stent was twisted at the proximal position and the tip coil was stuck at the twisted position.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.